Event description:
Rn reported a system 1000 hemodialysis device removed more weight than intended during pt treatment. Near the end of the 4.5 hour treatment the pt experienced cramping. The pt was weighed and it was determined that 7.7 kg were removed rather than the targeted 5.2 kg. There were no device alarms reported. The pt was administered 500 ml of normal saline. There was no pt injury or medical intervention associated with this incident.